Event description:
It was reported that quick set twists open on its own too easily. They believe they have locked it tightly but the set qr has still twisted off during use and this led to the insulin leakage event on (B)(6) 2026

Manufacturer narrative:
Patient city: (B)(6). Patient country: finland. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.